Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead will be monitored. No complications occurred during the device change out.